Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system was not performing as expected. Technical services (ts) analyzed device data and found that the pacing impedance of the rv lead had gradually decreased until 426 ohms at most recent measurement. There were stored ventricular episodes due to oversensing of non-physiological noise on the rv channel. During one episode, the rv lead was under-sensing the wide complex rhythm. It was noted that the patient's intrinsic r-wave was varying from 1.2mv to 25mv. Ts recommended isometric testing and x-ray, but it was noted that a lead revision has been scheduled. No adverse patient effects were reported. The rv lead was a non-boston scientific product. Currently, this crt-d remains in service.